Event description:
It was reported that a patient using the ilet experienced hyperglycemia, with sensor and fingerstick glucose values ranging from 190 to 227 mg/dl and trending down after guidance, and no device alerts or alarms were reported; the medical device problem and component were not identified due to insufficient information. Symptoms included hyperglycemia with dry mouth and increased urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the patient and a third party, as well as analysis of information they provided. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.